Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model:sc-2218-70, serial/lot: (B)(4), description:linear st lead, 70cm.

Event description:
A report was received that the patient had experienced stimulation in a non-target area and high impedances had been observed on the lead. The physician suspected lead fracture.

Manufacturer narrative:
Correction to initial MDR in s/n of additional suspect lead: additional suspect medical device components involved in the event: model: sc-2218-70 serial/lot: (B)(4) description: linear st lead, 70cm additional information was received that the patient will undergo a lead revision procedure.

Event description:
A report was received that the patient had experienced stimulation in a non-target area and high impedances had been observed on the lead. The physician suspected lead fracture.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure at this time. No further action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had experienced stimulation in a non-target area and high impedances had been observed on the lead. The physician suspected lead fracture.